Manufacturer narrative:
Visual evaluation of the returned device found that the snare loop and the snare wire were in good condition. A wire fragment returned with the device was determined to not be a component of the complaint device, as no anomalies were found. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. The complaint that the snare loop was broken was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2017. According to the complainant, after withdrawing the device post procedure, it was noted that the snare loop was damaged with visible wire fragments. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2017. According to the complainant, after withdrawing the device post procedure, it was noted that the snare loop was damaged with visible wire fragments. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.